Event description:
It was observed that during the device evaluation, the telescope exhibited a broken eyepiece. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The missing/damaged components likely occurred due to excessive force by the customer. The reported image problem was not confirmed. Olympus will continue to monitor field performance for this device.